Event description:
It was reported that the patient presented remotely via merlin.net. Review of their transmission revealed that the pacemaker exhibited a diagnostic anomaly. Further information was requested however, was not provided.